Event description:
Reporter stated that patient's device is not recognizing when a blood sample is applied to the test strips. Reporter indicated that, the test strip icon appears on screen, for approximately 3 minutes, and then the device displays 377 mg/dl, with some segments missing. Reporter did not elaborate on which segments were missing in the device display. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.